Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, the hose did not attach to the dermatome. There was no patient impact and no delay was reported. Due diligence is complete and no additional information is available.